Event description:
On 11-apr-2022 we received notification of an article published in 2013, entitled, "correction of postkeratoplasty ametropia in keratoconus patients using a toric implantable collaner lens". The article reports an accidental upside down implantation of ticl. It was reported that it was evident in the immediate postoperative period because of poor refractive outcome; in addition, no vaulting of the lens was seen on the oct images. It was reported that the lens was promptly removed from the eye and reinserted without any further complication.

Manufacturer narrative:
Pt info: unk. Date of event: unk. (Expiration date): unk, no serial number reported. Implant date: unk. This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. (B)(4).